Event description:
Philips received a complaint by the customer on the v60 indicating that the device was powering up and down on its own twice a day, the battery was currently drained. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested bench repair. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
(B)(6)

Manufacturer narrative:
Bench repair evaluated the device and observed that the device was getting error code 1124 check vent: battery failed message. The error was likely due to customer draining battery prior to sending device in for servicing. The led was not lighting; the battery led was not lighting up + the battery was not charging. The bench replaced the power management (pm) printed circuit board assembly (pcba) and it remedied the issue. The battery was charged overnight and ensured battery was not damaged. It has been determined that this was cause by user error. Battery aged and informed customer. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.